Manufacturer narrative:
The probable root cause is due to fluid intrusion on the universal surgical manipulator which affected the insertion switch assembly.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduced the issue during in-house testing. Upon visual inspection, fluid intrusion was found that would be related to the reported event. The usm was installed onto a golden system where the ¿25745¿ error was triggered. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where ¿tornado buttons¿ was found to be failing on the ¿ac_xe¿ axis. As a result of these findings, fa was able to conclude that the ¿insertion switch assembly¿ in the usm was found to be the root cause of the reported event.

Event description:
It was reported that during da vinci-assisted pulmonary wedge resection surgical procedure, site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report they could not move universal surgical manipulator (usm) 3 and the log showed the patient clearance button was unstable for usm 3. Site said they just docked usm 4 in place of usm 3 for this case. The procedure was completed with no reported injury.